Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the stop current, run current, off no power, self-test, unexpected restart and displacement tests. Unable to verify the compromised force sensor system alarm or perform the occlusion or no delivery tests due to the prime anomaly. Moisture damage was found on the motor. The pump had a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. Customer stated that during a set change, insulin kept squirting out. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.